Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hypoglycemic event. No further information was available.